Event description:
Additional information was received from a patient (pt). It was reported that they have two implants and both are acting up. Caller stated they have to charge them up every 1.5 days and in the last 30 days it has gone from being charged 2 days down to a day and a half. Caller added that one of the implants is taking care of migraines and the migraine they had before they had the implant was 9.5 yearlong with no relief and no ease. Caller also would like to get the implant batteries changed due to the reason that they are charging it frequently than before. Patient mentioned that they want a manufacturer representative (rep), but they were disappointed that there is only one representative within their area that is very unresponsive. Agent redirected the caller to their healthcare provider (hcp) to call the nas to page a rep. Caller became escalated and demanded to speak to a supervisor. Agent offered to send an email to the local representative, but caller refused. Caller was very escalated and escalated throughout the call. Agent reviewed supervisor request process, but caller wanted to be transferred onset of the call. Caller got disconnected while sending an email for supervisor request. Agent was unable to call the caller back to collect any further information due to the nature of the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6), implanted: (B)(6) 2021, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported there were no issues with either battery. Recharge education was provided to patient to resolve concern, cycling was enabled for both generators. The representative noted the ins for migraines power analysis showed recharging diary as every 4 days and the other generator was 1.5. Information aligned with the calculated recharge interval, patient was not recharging their generator all the way to 100% during each session. Education was provided to the patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their charge was only lasting 2 days compared to 4 (agent understood as ins charge but was unable to confirm due to patient disconnecting the call). Patient stated they needed a reprogramming appointment with a mdt rep. Agent attempted to ask clarifying questions and gather additional sr information however, patient became escalated and refused to answer. Agent reviewed role of rep and redirected to hcp to further address. Agent offered to send email to mdt reps, however, patient stated they will call their doctor's office and they disconnected the call. Pt called back in and repeated the same information - pt stated the rep responded to them and told them to have the recharger replaced. Pss reviewed that equipment replacement will not resolve the issue and they should have the ins programming checked. Pt became belligerent on the call. Pss reviewed the rep would be sent a message and pss disconnected the call. Rep responded that they have reached out to pt to tell them the rep will meet with them the next time they were available. Rep reviewed pt charging scenario is based on their therapy settings. Redirect pt to the hcp office if they call in again.

Manufacturer narrative:
Continuation of d10: product ID 97715 (nme793452h); product type: 0197-implantable neurostimulator; implant date (B)(6) 2021 b3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.